Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had rewind anomaly. The customers blood glucose level was 129 mg/dl at the time of incident. Customer stated that they had to press the rewind twice any time and when they rewinds it that only happens during the rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected rewind anomalies, insulin flow blocked alarms or prime anomalies were noted during testing.